Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported material separation is likely due to the circumstances of the procedure. It is possible, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break. In this case, it is likely a suture snag occurred as the noted tear and separations indicate an interaction against an edge. Additionally, a fast pull may also induce greater tension against an edge to initiate a tear. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional superficial femoral artery procedure using a 6f sheath. Reportedly, the prostyle deployed with no resistance met. However, there were three suture ends after harvesting. The rail suture had frayed. The suture was able to be used for successful closure of the access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.